Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Event description:
The customer initially called on (B)(6) 2018 concerning a questionable patient result measured with coaguchek xs meter serial number (B)(4). The meter result was high compared to a result obtained in the laboratory using the dade innovin method on a siemens bcs-xp analyzer. The customer later provided data for correlation studies comparing results from the meter to results measured with the dade innovin laboratory method. The customer provided data for a total of 31 additional patient samples. Of these, one had an erroneous result when tested on the meter. At 3:01 p.m., the result from the meter was 5.9 inr. A sample from the patient was tested in the laboratory with the dade innovin method at 3:15 p.m., resulting as 4.5 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and the patient's medication was not changed based on the meter result. The patient's current condition is okay. The patient's therapeutic range is 2-3 inr. The patient's testing frequency was every three days since she was taking 2 antibiotics. The patient did not have any special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286323) was tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.